Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1cxp8 implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead .other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device stopped working, they had no control and were going to the bathroom every hour. The patient reported a manufacturer¿s representative checked their system and said the ¿wires had burned out.¿ the patient noted the device stopped working 2 months prior to it being replaced on (B)(6) 2020. The patient also noted their programmer said nothing was wrong with the implanted system, the device gradually stopped working. No further complications were reported.